Event description:
The customer reported to beckman coulter (bec) that patient platelet (plt) results recover with an asterisk on the coulter ac t diff 2 analyzer intermittently. Per customer's laboratory procedure a manual platelet estimate was performed on each plt sample that recovered with an asterisk on the act diff 2 instrument. The customer reported that occasionally the manual estimate does not match the act diff 2 plt count results. The customer stated the manual estimates are usually lower, but there have been some results that have recovered higher manual platelet counts than the act diff2. Control results have recovered within published specifications. The customer provided results for three patients. Data submitted for review indicated that all three patient plt counts retrieved from the act diff 2 recovered erroneous plt results with an asterisk and did not match the manual plt estimates which were conducted by the customer and reported out as correct results. No plt clumps were observed on the smears. Patient results are provided in section b6 of this report. Erroneous results were not reported out of the laboratory. No death or injury was reported in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer's site on 04/09/2013. The fse inspected the instrument and identified fuzzy debris forming in rear chamber of red blood cell (rbc) bath. The fse also found weak hemoglobin (hgb) lamp. The fse replaced the hgb assembly and the rbc bath. The fse also replaced reagent pack due to questionable diluent. Service activity performed was verified to meet the instrument's performance specifications. The fse indicated that quality control (qc) results passed. Per follow up conversation with the customer, no further plt flagging has occurred since the instrument was repaired. The failure mode identified in association with debris in the bottom of the rbc bath is likely to cause erroneous rbc and plt counts. The failure mode identified in association with the hgb lamp is likely cause erroneous flagged, un-flagged, or non-numeric hgb results due to faulty hgb optics.